Manufacturer narrative:
The device was hit by a car. This is not an issue with the device.

Event description:
Alleges a car ran a red light during a right turn and struck the scooter knocking it over.